Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their stimulation output changed unexpectedly on (B)(6) 2017. The patient reported two incidents where their adaptive stimulation (as) had been turned off and they had to use manual mode for making parameter changes. The patient didn¿t know how the issue occurred as they didn¿t know how to disable as and didn¿t use their programmer much for adjusting stimulation. It was noted that the patient used group a all the time, which was an hd group, and usually set their voltage to 2.05v. The manufacturer representative stated that when using group a with the hd settings, the patient wouldn¿t feel any stimulation sensation when stimulation was on. On (B)(6) 2017, the patient experienced a return of pain, as well as pain when walking and going up stairs. The patient then checked their implantable neurostimulator (ins) with the programmer. It showed that they were at 0.6v; no position was showing on the screen and as appeared disabled. The patient then increased their stimulation back up to their target voltage. On the date of this report, it showed that group a was active with as enabled. Group b was non-hd with 1.5v programmed and group c was programmed to 3.8v with hd settings. The patient stated that they didn¿t make those changes to their voltage. It was reviewed that the patient should continue to keep a diary and take pictures of their programmer screen if the issue happened again. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the rep noted, as documented, she met with the patient on (B)(6) and did "reoritnetion" and reset intensities. The caller stated everything seemed okay until yesterday the patient contacted her saying the issue occurred again, the patient was down to 2.0v in upright position. The caller said that when they last set the upright position it was 2.25v but it was confirmed for the caller that the session report from (B)(6) show it was 2.15v. The patient is very pleased with the therapy, rep will call back next time she meets with the patient for another look. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that it appeared the issue was resolved when the rep met with the patient on (B)(6) but there had been two recent instances where the device was changing amplitudes on its own in an incorrect manner. The rep reported that on (B)(6) the patient was walking and not get the pain relief they needed. The patient synched their battery and the patient programmer (pp) showed 0.9 volts. The caller stated that the same thing occurred on (B)(6) where the voltage displayed was not what was supposed to be showing. The patient claimed to have a picture and the caller was to send the picture to technical services. The rep reported that the patient had group a with adaptive stimulation (as). They stated group b and c did not have as. The rep stated that the issue was believed to have only occurred on group a. It was noted that the amplitude trend for group a and upright only varied between 2.05-2.15. They stated nothing in the amplitude trend showed 0.9 volts. Technical services instructed the caller to pull a file and send it to them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4)2017 it was reported that the patient¿s setting in their upright position wasn¿t at the intensity that they programmed it to be, and they didn¿t recall making any manual adjustments. The manufacturer representative stated that the patient had been doing fine with their adaptive stimulation (as) over the last few months. It was noted that an appointment was scheduled with the patient¿s healthcare provider (hcp) on (B)(6)2017. No further complications were reported or anticipated.